Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surfaces and breakage lines indicate that the posterior bridge broke prior to the anterior bridge, although the anterior bridge is drill marked at lateral. The posterior bridge broke mainly in a fatigue fracture step by step and finally spontaneous in a forced (gliding) fracture. After the posterior bridge was complete or main partly broken the anterior bridge followed very quickly, first a small part in a fatigue fracture and mainly spontaneous in a forced (gliding) fracture. The fact that the patient fell several times indicates that the nail was heavily overloaded during each fall. Finally the nail broke end of may due to the reported fall on the grass (refer to surgery report summary). Most likely the parkinson disease and the beginning of behavior and amnesia disorders did contribute to the several falls and therefore to the nail breakage. Intra-operative implant damages, mental or neuromuscular disorder, postoperatively loads and falls / accidents can lead to implant failures (like breakages) and are listed as adverse effects and warnings in the IFU. Because no manufacturing issue was detected the case is attributed to the patient¿s condition. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The pharmacy of the clinic, reported the following event: "pseudo fall." "Drop" the lower limb. New fracture of the nail of the femoral neck after 3 months of a complex fracture ((B)(6) 2016). Removal of the nail and implantation of a new one." New information: patient fell, he missed a walk in his garden and fell on the grass. He stood up with the help of his wife, he could walk but with pain. Due to this fall, during ER exams the fracture of the nail was confirmed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacy of the clinic, reported the following event : "pseudo fall. "Drop" the lower limb. New fracture of the nail of the femoral neck after 3 months of a complex fracture ((B)(6) 2016). Removal of the nail and implantation of a new one." New information: patient fell, he missed a walk in his garden and fell on the grass. He stood up with the help of his wife, he could walk but with pain. Due to this fall, during ER exams the fracture of the nail was confirmed.